Manufacturer narrative:
A medtronic representative evaluated the imaging system. The reported issue could not be replicated. A full system checkout was successfully completed, with all checks passing. The system is fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion case, after completing the 3d spin, the pendant became unresponsive and would not respond to the door open request while the imaging system was around the patient. There was a reported delay to the procedure of less than 1 hour due to this issue. Upon rebooting, the system was fully functional and responsive. Procedure was successfully completed with no adverse effect on patient outcome.